Event description:
It was reported that a patient presented with low r wave sensing and post-paced t-wave over-sensing. Corrective programming changes were recommended and planned. No information regarding adverse patient consequences was reported.